Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor broke inside the serter. It was stated that the hub assembly is inside the serter. Customer was advised to press and hold the serter button while shaking to release needle hub assembly; needle hub was released. The catch arm is not bent. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor, found the needle hub was separated from the sensor base and the needle was retracted inside of the needle nub. This complaint is again the insertion device.